Event description:
It was reported that the balloon catheter was pre-tested prior to insertion without incident. The catheter was inserted and during the first pass the balloon ruptured when the catheter was going from the artery into the anastomosis. As a result, the catheter was removed and another kit was immediately opened and used successfully. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.